Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H10 additional narrative: during further investigation it was noted that the device failed pretest for check the fwd / rev direction modes function. Although, snap ring testing results concluded that quality improvement or material exchange could improve the snap ring, at this stage the issue cannot be clearly link to a design error a device history review was performed, and no non-conformances were detected related to the reported condition. UDI: (B)(4).

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. H10 additional narrative: device evaluation: the actual device was returned for evaluation. During repair, an evaluation was performed and it was determined that the reported condition of the sticky trigger identified during service and evaluation was confirmed. The assignable root cause was determined to be traced to the user, which is user error. UDI: (B)(4).

Event description:
It was reported that reverse function of the modular handpiece device did not work. During in-house engineering evaluation, it was observed that the device had sticky trigger, and high output/power. It was further determined that the device did not reverse. It was further determined that the device failed pretest for check for sticky triggers, check for sticky triggers, and check speed with tacho meter and power supply. It was not reported if the device was used in surgery, or if there was patient involvement. It was not reported if there were any delays in a surgical procedure or if a spare device was available for use. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of the event was unknown. However, it was reported that the event occurred in june. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. H10 additional narrative: device evaluation: the actual device was returned for evaluation. During repair and further evaluation of the returned device, it was determined that the previously reported condition of high output/power was not confirmed. It was further determined that the device had broke snap ring and the snap ring had moved inside of the handpiece behind the trigger and stuck on the magnet of the trigger. The assignable root cause was unable to be determined.